Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the patient's mother reported she noticed an air bubble in the insulin cartridge of the patient's infusion device. She stated the bubble is large and located near the adapter. She said the cartridge was changed on (B)(6) 2010 and the adapter has not been changed in a long time. She was advised to change the adapter every 10th cartridge change. The patient does not currently have any extra adapters as he is on vacation. He was advised to change the adapter when he gets home. The patient was advised to disconnect the tubing from the headset and prime out the air bubble. He was able to prime out the air bubble. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.